Manufacturer narrative:
Based on the information received, the cause of the reported noise was due to a faulty power outlet. Review of the device history record was not possible as the lot number is unknown. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
During an atrial ventricular (av) node ablation procedure, a connection issue was noted with the cable causing a delay. The ECG was noisy along with some egm channels on the ensite precision and workmate claris systems. The ECG was adjusted and individual ECG leads (ra and one other) were exchanged causing a minor delay. The decision was made to complete the av node with no adverse consequences to the patient.